Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure, the fiber spontaneously broke in two pieces in the mid shaft area, after 15 minutes. This issue was noticed immediately, firing was stopped and the fiber was replaced. The procedure was completed using the second fiber without patient complications.

Manufacturer narrative:
B1. Adverse event/product problem: correction. D4. Unique identifier (UDI): correction. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported clinical observation as the fiber was received in two pieces. Visual analysis identified a fiber body break. The fiber tip was degraded, indicative of use. Laser fibers are consumable devices and expected to degrade with use. During functional testing of the fiber, the following message was displayed: error 67, fiber expired. Treatments used 1. Treatments left 0. It is likely that a partial body break or kink could have occurred during the set up or use, and when the fiber was fired, it caused the fiber to break. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate (holep) procedure, the fiber spontaneously broke in two pieces in the mid shaft area, after 15 minutes. This issue was noticed immediately, firing was stopped and the fiber was replaced. The procedure was completed using the second fiber without patient complications.